Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, he noticed a scratch on the iol after it was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol. The pt's one day and one week post-op examinations found everything totally normal. Additional information has been requested.